Manufacturer narrative:
(B)(4). Per information provided by the distributor, carefusion technical support determined that the cause of the reported event was most likely due to a faulty main printed circuit board assembly. A replacement main printed circuit board assembly was shipped to the distributor. A returned goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of august 20, 2015, carefusion has not received the alleged faulty main printed circuit board assembly.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reports the following: "ventilator was giving "apnea interval" "high pip" and "low ve" alarms continuously on test lung."

Manufacturer narrative:
Device evaluation: results of investigation: the main pcba (printed circuit board assembly) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The cause of the reported issue was isolated to a faulty differential pressure sensor.